Event description:
A report was received that the patient's ipg would not charge out of hibernation. The physician decided to revise the ipg. The patient was reportedly doing fine after the revision procedure.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
The explanted ipg was not returned to bsn because they were discarded by the medical facility.

Event description:
A report was received that the patient's ipg would not charge out of hibernation. The physician decided to revise the ipg. The patient was reportedly doing fine after the revision procedure.